Event description:
It was reported by the cath lab that 2-3 days after the intra-aortic balloon pump (iabp) was started, the pump alarmed system running on battery power. The ac cable was reconnected, but the power indicator and battery charge lamp were not on. The ac drive and charge to the battery were not able to be performed. The pump was exchanged for another company's pump and therapy continued. It is unk the time it took to swap the pumps. There was no pt death, injury or complications. Additional information rec'd on (B)(6) 2010 from (B)(4) stated that "since the alarm was generated during pumping, it is thought that it was working by ac power before generating of alarm. The pump is under warranty, check work was not done yet, the field service report will be sent after the repair is completed."

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.